Manufacturer narrative:
Correction in h6 annex g, h7 and h9 in the initial MDR are not applicable for the parent file. Additional in h6 a review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 31jul2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The reported issue that the lvp module had dimmed led segment, could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time.

Event description:
It was reported that the customer answered "yes" to the survey question "are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?" There was no reported patient involvement.

Event description:
It was reported that the customer answered "yes" to the survey question "are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?" There was no reported patient involvement.

Manufacturer narrative:
Manufacturing issue. The reported issue that the lvp module dimmed led segment issue could not be confirmed; no product was returned for investigation. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known. H3 other text : product not returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer answered "yes" to the survey question" are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?" There was no reported patient involvement.